Manufacturer narrative:
An event regarding loosening involving an omnifit stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: from the records, it is clear this patient suffered life long from bilateral hip dysplasia and had undergone more than 20 surgeries (both hips) over the years, the most recent one on the affected side in 2011 with now in 2016 a conversion to a restoration modular system device. There are no further clinical details, nor x-rays, nor explant information and consequently it is not possible to establish a clear failure diagnosis. Given the long history of problems and multiple surgeries, we may assume there were bone stock problems compromising optimal implantation conditions. Such patient-related and/or procedure-related aspects have clearly played an important role in the failure but not enough detail to establish this with any certainty. With the current information, this case cannot be solved device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. A review by a clinical consultant did not confirm the event. And the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Loose femoral stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Loose femoral stem.